Event description:
(B)(4) I started having head aches, pelvic pain and tenderness, joint pain, personality changes started in (B)(6) 2008. As time went on side effects got worse. I got metal allergies, contraction type pains, my teeth started crumbling, my personality changed drastically, I started having panic attacks more often. I was constantly in pain to the point where I couldn't have sex with my husband because it hurt so bad. I had essure for 7 yrs, my mental and physical health was adversely impacted by this device. Since my hysterectomy the headaches have stopped, the contraction type pain has stopped, I feel like I am the person I was before essure. It felt like a fog lifted and I was able to see things and feel things the way I was supposed to. Essure almost ruined my life. I could not play with my kids and had very little interaction with anyone. I hated what my life had become.